Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient presented in clinic for a follow up. Upon examination, it was seen the implantable cardioverter defibrillator had eroded through the skin. There was no presence of infection. The device was explanted. The patient was stable.

Manufacturer narrative:
Analysis was completed. No device problem found.